Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 9:00am at home. The caller stated that the end-user was acting as if he had low blood sugar. His blood glucose was tested with his prodigy meter and he received a result of 79mg/dl. A normal result for the end-user around this time of day is usually around 130-200mg/dl. The caller stated that about 15-20 minutes after testing with the prodigy meter the paramedics were called. Caller stated that the end-user drank a (B)(6) while waiting on the paramedics, who arrived within 15-20 minutes. The paramedics tested the end-users blood glucose with their meter and received a result of 84mg/dl. Paramedics did not test the end-user with his prodigy meter. The end-user was taken to the hospital by paramedics. The caller did not recall what the end-users blood glucose was prior to the paramedics left. The caller stated that he took his daily medications that morning and that his endocrinologist changed his insulin to the following after seeking medical attention: 70units of insulin at breakfast 70units at lunch and 40 units at dinner. Caller stated that they performed a control solution test the day medical attention was sought and the meter gave a result of 63mg/dl which is in range. No additional information was provided.